Event description:
Pt had right elbow surgery uneventfully but developed a post-operative liver inflammation. We are concerned about the post-op pain pump placed in the pt as the possible etiology. Pt also rec'd IV clindamycin 600 mg, propofol 50 mg, fentanyl 100 mcg, midazolam 2 mg, and lidocaine 30 mg. Upper extremity block was performed with 35 cc 0.5% bupivicaine and 35 cc 1.5 % mepivicaine. Post-op vicodin was given then changed to acetaminophen alternating with ibuprofen.